Event description:
It was reported that the pt underwent a second stage procedure to implant a permanent neurostimulator. During the procedure, the physician noticed that the open end of the tined lead electrode was visible. The lead was explanted and a sharp cut and kinking of the tined lead was noted which could not be explained by the heath care provider. It is unclear if the electrode was cut when a skin incision was made during the second stage procedure. It was reported that the pt felt stimulation after the lead was placed and a chronic test stimulation was positive. It was reported that a new tined lead and permanent neurostimulator will be implanted next week.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is rec'd from the hcp.